Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced difficulty to access to the pump, due to a malposition of the component. The pump was removed and replaced. There were no patient complications.